Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was running through batteries. The device shut off without warning. The alarm history was reviewed. They did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose during the incident was unknown. The device was not dropped. There were no unattended alarms. The battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.